Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were hard to push. Customer stated that insulin pump had calibration issue and its not received by transmitter. Insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No button error alarm noted upon testing. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. (B)(4).